Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported during a trial procedure on (B)(6) 2024 the physician had a lot of resistance placing the lead. On (B)(6) 2024 the trial lead was removed due to the patient being unable to walk. Patient is doing better.